Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system (a33 alarm). The customer¿s blood glucose level was 80mg/dl. It was reported that alarm occurred during the rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and doesn't get passed the rewind load reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform prime test, excessive no delivery test and occlusion test due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.